Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump was rebooting and there was corrosion on the battery noticed 2 days prior. There is no reported adverse event associated with this complaint. There was no reported damage to the battery cap or battery compartment, and the battery cap reportedly secured appropriately to the pump. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment and battery cap spring were found to be corroded. The pump was unable to power up. The corrosion was removed and the pump was able to power up properly. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power loss occurring. The pump was opened and no issues were found. Unrelated to the event the pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.